Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient .

Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 the remote philips service engineer (fse) confirmed the reported failure and was unable to calibrate the touchscreen. The philips service engineer (fse) replaced the touchscreen the fse than performed the touchscreen calibration and performed the required testing the unit successfully passed all testing and was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.